Event description:
Ous MDR - after placing a stent in the calcified lesion in the lad the pantera leo was used for post-dilatation. During inflation the balloon ruptured at 10bar.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the balloon is undamaged. During functional testing a leakage became apparent at the guide wire exit port. Microscopic inspection revealed a damage of the inflation lumen at this location. It appears that the inflation lumen was most probably damaged as a result of significant bending. The review of the production documentation of the product verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined.